Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 2.1 and cubie 2.1 pocket d3 failed to lock. Medicines in drawer 2.1 was inaccessible due to drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and cubie 2.1 pocket d3 failed to lock. The field service engineer (fse) powered off the pyxis system, replaced the retractable band, and powered the device back on. The fse attempted to run the hardware test application (hta), but a network issue prevented login; the message displayed indicated a need to check the identity server location. Later, the customer recovered the drawer and performed an inventory. The drawer operated successfully following the recovery. The system functioned as intended after the field service engineer repaired the device.